Event description:
I have been testing surgical facemasks for 3+ years and have consistently found oxygen levels breathed inside facemasks to be below 19.5% oxygen. Typically o2 levels are 17-18% o2 inside facemasks. In addition carbon dioxide levels are well above 20,000 ppm co2 and typically are in the 30,000 ppm to +40,000 ppm inside the facemasks. Both oxygen and carbon dioxide levels are out of range of accepted safety and health standards published by us government osha standards as well as cdc/niosh standards. I have used very accurate industrial scientific instrumentation configured for confined spaces, bump tested and calibrated to industrial standards. The results are consistent and reliable. I have not found a facemask that meets osha/cdc/niosh health and safety standards to date. I have (B)(6) begun to notice health effects that seem to be related to working in a low o2/high co2 environment in the dental office wearing a facemask during the work periods and since there is no published recognition of the problem I am submitting this defective product report to the facemask regulating govt entity. Facemasks used routinely by healthcare professionals, pts, consumers, military, firefighters on a daily basis as needed for particulate respiratory protection. All facemasks tested did not meet published osha health and safety standards. Dose or amount: daily medical and dental use. Frequency: 30 min - 3 hrs. Route: inhal. Dates of use: (B)(6) 1985- (B)(6) 2010. Diagnosis or reason for use: respiratory protection. Event reappeared after reintroduction: yes.